Event description:
Sealed thora para catheter drainage tray from cardinal health had two empty lidocaine vials inside. Clearly visible that the tops of the glass vials had been opened and the vials were empty. No fluid inside vials or inside the tray. The clear plastic wrapper around the tray was sealed and intact. The vials were lidocaine 1%, 5ml. The contents of the tray was not used on any patient. Tray was returned to central supply department for return to the manufacturer.